Event description:
It was reported that: "the physician was selecting a distal vessel off the eca with the hybrid wire, upon pulling the wire back into the micro in order to shoot a contrast injection, it appeared the tip of the hybrid had broke off. The entire micro-catheter had to be removed in order to get the wire out. Once completely out of the body, the suspicision that the wire had broke was correct. The wire is available for return." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from supplier, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference # (B)(4). As you are aware, the affected device was not returned & therefore, we could only base our analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations we conducted (lot history record, quality controls, etc.). During the manufacturing process, several tests are performed: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. Nor the internal investigations (lhr & quality control reviews), nor the pms data highlighted anomalies which could explain the issue you experienced during the procedure. As such, we lack information to draw a solid conclusion on the root cause of the incident. Please be sure we will continue monitoring this failure mode as part of our post-market surveillance process. A comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. No such increase in the rate of occurrence has been observed. However, this issue will remain subject to continued tracking. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician was selecting a distal vessel off the eca with the hybrid wire, upon pulling the wire back into the micro in order to shoot a contrast injection, it appeared the tip of the hybrid had broke off. The entire micro-catheter had to be removed in order to get the wire out. Once completely out of the body, the suspicision that the wire had broke was correct. The wire is available for return." Incident report form submitted for this complaint indicates that no patient injury was sustained.